Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was damaged during a normal device change out. As a result, this ra lead was surgically abandoned and a new ra lead was implanted without any patient complications. There were no additional adverse patient effects reported.